Event description:
The customer reported the ventilator was operating on backup battery for power, and the battery depleted due to use. The customer reported the ventilator was in use on a patient and there was no patient harm. The customer removed the ventilator from use and reported it would not operate on ac power. The manufacturer's field service technician verified the ventilator would not operate via ac power. The service technician replaced the power supply to correct the findings. Applicable final testing was performed and all tests passed to operating specifications.